Manufacturer narrative:
Additional information received: core lab review of imaging from 12-nov-2021 reports a type ib endoleak was observed. No stent ring enlargement was noted. Aortic enlargement of +22.9mm was observed. Observations for stent fracture was noted as non-evaluable. These images were compared to imaging taken on 05-feb-2019. The order in which the valiant navion grafts were implanted are as follows: most proximal - vnmf4646c62te, second proximal - vnmf464 6c183te, - third proximal - vnmc4646c95te and most distal - vnmc4640c200te (going inside the other 3 pieces). The physician clarified that a ''kind of enlargement of the endograft was observed but cannot confirm which endograft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: core lab review of CT images from (B)(6)2021 identified no endoleak. No stent fracture or stent ring enlargement was observed. Aortic enlargement of +24.1mm was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Evaluation conclusion code updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during an unknown thoracic endovascualr procedure.. It was reported that patient returned for a follow-up approximately 2 years post the index procedure stent enlargement and the physician noted that the stents appeared to have an abnormal shape.  No cause of the event was provided.  No additional clinical sequalae was provided.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmf4646c62te, serial/lot #: (B)(4), ubd: 14-jul-2021, UDI#: (B)(4); product ID: vnmc4640c200te, serial/lot #: (B)(4), ubd: 08-apr-2021, UDI#: (B)(4); product ID: vnmc4646c95te, serial/lot #: (B)(4), ubd: 06-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.